Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 168197 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260/ lot 168197 and test base part number 195-430h / lot 157232. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168197 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive results with the binaxnow¿ covid-19 antigen self test performed (B)(6) 2021 on a nasal swab sample. The customer tested his son and had a positive result with the binaxnow covid-19 ag self test. The customer's son obtained a negative result with pcr confirmation test (B)(6) 2021. The customer reported a third test was performed (B)(6) 2021 using pcr confirmation and again a negative result was obtained. The customer then retested their son a fourth time using the binaxnow covid-19 ag self test (B)(6) 2021 and obtained a positive result. The customer reported their son does not have any symptoms. No additional patient information, including treatment and outcome, was provided.